Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately one month post-implant of the implantable pulse generator (ipg) system, skin erosion and an infection occurred. The ipg system was explanted and replaced. No further patient complications have been reported as a result of this event.